Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was jammed and failed to open. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2 failed. A field service engineer went onto the site, replaced solenoid plunger and tested in hardware test application. The field engineer cleaned the drawer and inspected. The system functioned as intended after the field service engineer resolved the issue.